Event description:
Upon inspection it was noticed that the IV catheter had a defect ( a hole) in the side of the catheter. The needle was discarded and the catheter and wrapper were saved for the quality department.